Manufacturer narrative:
A ge rep evaluated the system and repaired a partially disassembled (by customer) interconnect cable. Ge rep instructed customer staff or proper connection of interconnect cable. System operates as intended.

Event description:
It was reported that the system lost power during boot up.